Manufacturer narrative:
A getinge fse confirmed the leak and tried all the attached parts. In the end a combination of part union, high pressure, #10-38, press xdcr hi press 3500 psig, tubing assy, helium, multiple, regulator, high pressure helium special seal resolved the issue. All other parts used as troubleshooting. I performed a full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Event description:
It was reported that during daily checks, before use, the cardiosave intra-aortic balloon pump (iabp) unit would not hold helium pressure in the cart. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit would not hold helium pressure in the cart.